Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity drug eluting stent during a procedure to treat a lesion in the distal right posterior descending artery (r-pda). The lesion exhibited 99% stenosis, little tortuosity and moderate calcification. The device was inspected prior to use with no issues noted. Negative prep/ purging was performed on the device, no issues noted. The stent was delivered after adequate vessel pre-dilatation with a 2.5x 20mm euphora balloon. The stent was easily delivered and positioned on correct place. The device did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force required. Inflation of the stent balloon was attempted at 8atms but the stent completely failed to inflate. A second attempt to inflate the balloon was also unsuccessful. The device was not moved or repositioned in the lesion prior to not inflating. The inflation device was exchanged and all connections were examined but the problem remained. The uninflated stent with balloon were slowly removed in the tip of the launcher guide catheter. The entire system was removed from the patient. The balloon was examined outside the patient. The balloon was noted to be pierced with contrast leakage. The stent was stuck in the tip of the catheter. The guide catheter was cut to be sure that the stent was inside. The procedure was finished successfully with new guiding, wire and two additional resolute integrity stents. There was no patient injury.

Manufacturer narrative:
Product analysis: the balloon catheter was returned with no stent present. Crimp impressions were visible on the working length of the balloon. Balloon folds were open and residue was visible in the balloon. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon. A pinhole leak was detected on the proximal balloon taper, there were marks/scratches distal to the pin hole leak site. The scratches were on the outer balloon folds. No stent was present in the returned guide catheter. Additional information received confirmed that it was not possible that the stent was left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.